Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed. Due to the batch being unknown, no DHR review can be completed. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca had dosage issues. The following information was provided by the initial reporter: material no. 320144 batch no. Unknown. It was reported that consumer had issues getting full dosage with the original nano. Verbatim: consumer stated, she prefers the 2nd gen now because when she used original nano in the past, she had problems with getting the full dosage with one pen needle, so she would use a second. Did not prime before injection. Went over importance of priming pen needle before injection.